Event description:
It was reported that docker's power cord was burned and visibly arcing. There was no pt involvement or adverse consequences.

Manufacturer narrative:
The field svc rep evaluated the docker and found that the faucet located above the docker was corroded and leaking water directly onto the docker. Water had pooled inside and around docker. The customer was advised to have building maintenance repair the corroded faucet. The cord was replaced.